Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a noisy image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure scope communication error b30 was confirmed while the malfunction noisy image was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image, foreign object inside the auxiliary water supply channel, foreign object inside the nozzle, foreign object in the c-cover. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure, additionally the cause of foreign material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer. No additional information received from the customer.